Event description:
Per md report when removing guidewire a small fragment broke from the distal edge of the guidwire and dislogded into coronary vasculature, went into a very small vessel within the distal left circumflex artery. Angiographically no flow compromise related to small wire fragment. Lad result very good. Residual stenosis 0%.